Event description:
Started feeling fatigued, continued throughout the years as weight gain, bloating, inability for my body to absorb vitamins/minerals, inability to manage blood sugar levels, irregular menses, low libido, new hair growth on face, swelling of legs and feet. (B)(4).